Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of black particles. The patient alleged headaches. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer previously reported information alleging black particles. The patient alleged headaches. There was no report of serious or permanent patient harm or injury. Section b5 is updated with: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer has received the additional information alleging breathing issue, low oxygen. There was no report of serious or permanent patient harm or injury. Section b3 and g3 were incorrectly reported in previous report, which are now updated in this follow up report. Section h6 health effect - clinical code has been updated with additional information in this follow up report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging while using the device related to a CPAP device's sound abatement foam. Patient states that black particles is filter and has to clean it everyday doctor says he can not go without being on his device has headaches more than usual. Device has strange odor, burning/smoke/electrical odor. Patient says his nose is breathing and he is not getting enough air in the device and its not going past 14 and he is not getting enough oxygen. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's service center for further evaluation. There was an unknown black contaminate on the bottom enclosure. There was also the same black contaminate on the modem port and on the filter port. The device was hooked up to a known good power supply and power cord, airflow was verified to be operating correctly. The error log showed that there was one instance of an e-193. Unknown black contaminate on the rear panel, bottom enclosure, top enclosure, and front panel as well as in the filter port. There were water spots in the blower box and on the blower fan. There was also the same black contaminate as was on the enclosure, in the blower box. The device was evaluated and found evidence of sound abatement foam degradation/breakdown was not observed in this device. The logs were reviewed by the manufacturer. There were 01 errors found. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation.

Manufacturer narrative:
In the previous report section h6 (investigation findings) was captured incorrectly. Section h6 (investigation findings) has been corrected/updated in this report